Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device would not deflate. A new ipp was implanted. No adverse patient effects. Should additional information become available, a supplemental report will be submitted. Additional information was requested, however no further information was available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump also failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device would not deflate. A new ipp was implanted. No adverse patient effects. Should additional information become available, a supplemental report will be submitted. Additional information was requested, however no further information was available.